Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Tension [tension]. Pain gradually developed [pain]. Feeling hot [feeling hot]. Arthritis [arthritis]. Swelling [swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initial (B)(6) with gonarthrosis. The patient's medical history was significant for treatment with first course of synvisc (hylan g-f 20) injection on (B)(6) 2011. On (B)(6) 2011, the pt initiated treatment with synvisc, 2ml, weekly, into joint cavity of knee. On (B)(6) 2011, the pt received the second injection of synvisc. On (B)(6) 2011, at around 14:00, the pt received the third synvisc injection. The lot number of synvisc was not provided. It was reported that she had her supper and drinks at around 18:00. Later on the same day, "pain gradually developed" and the pt experienced "tension", feeling hot" and swelling. Accordingly, the pt visited the emergency unit at the hospital and was diagnosed with arthritis. The pt was prescribed treatment with prednisolone, levofloxacin, fexofenadine hydrochloride and famotidine for two days and the pt went home. On (B)(6) 2011, the pain abated but swelling was present. The same day, 38 ml of yellow opacified joint fluid was aspirated and the pt was prescribed treatment with celecoxib, fexofenadine hydrochloride and famotidine. On (B)(6) 2011, the pt revisited the hospital and no fluid retention was noted. The action taken with synvisc was unk. The pt recovered from the event of arthritis on (B)(6) 2011. The outcome for the events of "pain gradually developed", "tension", "feeling hot" and swelling was not yet recovered and recovered for the event of joint effusion. The intensity for the events of arthritis, "pain gradually developed", "tension", "feeling hot", swelling and joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and the relationship between synvisc and the event of "pain gradually developed", "tension", "feeling hot", swelling and joint effusion was not provided. Qa (quality assurance) investigation result was received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.